Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was bent. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the patient experienced syncope. It was discovered that the lead was fractured.